Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s legal guardian that the patient experienced hyperglycemia, with blood glucose levels rising to 29 mmol/l (522 mg/dl), and ketone levels noted at 0.9 mmol/l while wearing the pod between 37 and 48 hours. When the pod was removed from the infusion site (abdomen) the pod's cannula was reportedly observed to have a ¿white line,¿ suggestive of a possible bend; however, the legal guardian indicated uncertainty as to whether this may have contributed to the issue. No medical assistance was required. The pod was reportedly discarded.